Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: failure event observed during analysis. Final analysis found insulation abrasion at 5.2cm to 5.3cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(6).

Event description:
This report is to advise of an event observed during analysis.